Event description:
Report received via annual device tracking report that the device was explanted because "infection/wound dehiscence/and cerebro-spinal fluid leak had occurred. Repeated requests for more detailed info were made to hcp but requests were not answered. Status of pt is unknown to MFR.